Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low-level failures). The customer reported a blood glucose value of 270 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event: insulin flow block alarm and pump error 63 twice. The event involved product(s) mmt-396a, mmt-332a, mmt-1780kpk. Troubleshooting was performed. The customer was able to clear the error and rewind the pump. The self-test failed. Error table indicated that pump requires replacement. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alerted on (B)(6) 2024 09:16:04.000 with variable 21). Pump error 63 (variable 21) alarm due to hardware anomaly (line number = 9926/367 and file number = 2005/37). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 07:16:16.000 bolus, (B)(6) 2024 07:40:54.000 bolus, (B)(6) 2024 07:42:04.000 bolus, (B)(6) 2024 08:31:40.000 bolus and (B)(6) 2024 08:47:02.000 bolus in pump downloaded history during bolus. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay peeling, missing display window/cover, scratched case, cracked case (battery tube), broken battery tube threads, partially broken retainer and retainer knit line damage. Pump error 63 alarm isolated to electronic stack. No delivery/occlusion alarm - unknown timing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed. Unable to verify customer's high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.